Event description:
A report was received that the patient is experiencing intermittent stimulation. The patient's database was analyzed and no anomalies were found. The patient was unsuccessfully reprogrammed. The physician has recommended that the patient's ipg be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is experiencing intermittent stimulation. The patient's database was analyzed and no anomalies were found. The patient was unsuccessfully reprogrammed. The physician has recommended that the patient's ipg be replaced.